Event description:
On (B)(6) 2011, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch lancing device had damaged or stripped threads. On (B)(6) 2011, the medical surveillance specialist (mss) contacted the patient by phone for additional information and reached the patient's daughter. The reporter stated that the issue began approximately during (B)(6) 2011, at an unknown date and time. The reporter stated that the patient manages her diabetes with oral medication, diet and exercise. The reporter stated that the patient replaced the subject device with a non-lifescan lancing device and continued to test. The patient reported that the non-lifescan lancing device broke on (B)(6) and she stopped testing. The patient reported that on (B)(6) 2011 at 10:30am she became 'sick, nausea, felt like she was going to pass out'. Ems was called and after obtaining an unknown low blood glucose result, administered IV glucose. During troubleshooting, the customer care advocate (cca) confirmed the patient was using the proper testing technique for the onetouch lancing device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged lancing device issue began.

Manufacturer narrative:
Follow-up # 1 (12/06/2011)-device evaluation: the lancing device involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the lancing device involved with this complaint failed testing. The casing threads were found to be stripped. Therefore, the complaint is confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.